Event description:
Per md: an uncomplicated stereotactic core biopsy was performed, and a clip to mark biopsy site was deployed. When the biopsy clip delivery device was retracted, a portion of the delivery device was sheared off. When the needle was retracted from the pt's breast, the missing portion of the delivery device was retrieved. The pieces of the broken delivery device were compared to a new device. The pt's breast was mammogrammed. No radio-opaque foreign body was present in the pt's breast. (B)(4).